Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2b: additional product code: ktt. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: (B)(6) hospital. E3: reporter is a j&j sales representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent an unknown surgery with tfna implants for a femoral trochanteric fracture. The surgery was completed successfully with no surgical delay. After the surgery, it was confirmed that the blade cut out the bone head. A revision surgery is scheduled. An artificial bone head replacement would be the preferred choice, but the patient's condition is not good. Therefore, the blade will be removed and replaced with a short lag screw in the revision surgery. The surgeon did not specifically discuss the causal relationship between this event and the nail. No further information is available. This report is for one (1) tfna helical blade perf l75 tan. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H4 device history manufacturing location: elmira / packaged, sterilized and released by: monument manufacturing date: 16-aug-2021. Expiration date: 01-jul-2031. Part number: 04.038.375s, tfna fenestrated helical blade 75mm -sterile. Lot number: 319p688 (sterile). Lot quantity: (B)(4). Note: helical blade was manufactured by elmira; lot numbers: 299p101 quantity (B)(4) and 305p013 quantity (B)(4). Parts were packaged, sterilized and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn supplied by sterigenics was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient is listed as stable.